Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/30/2017 that on 12/30/2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on 12/24/2017. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.